Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis indicated that there was some variation in the sensor values that could be linked to the insertion site or the initial post-insertion period ("early wear time"), which is described in the user guide and supported by clinical performance data as an expected phase of sensor stabilization. Customer care recommended that the user re-link their sensor to allow the system to reinitialize and converge faster however the user stated that they would prefer to just calibrate when the glucose is not changing rapidly. The system was monitored for three days while the user performed daily calibrations. Based on the additional monitoring period, the calibratons entered fit sg trends well. The user was advised to continue using the system and to reach out if the discrepancies persisted. Per dms review, the user was using the system with up to date information.

Event description:
On may 5th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.